Event description:
The patient presented with a left sfa calcified stenotic lesion. Pta was performed through the entire lesion. Images post pta showed better flow with vessel stenosis was still present. A gore viabahn endoprosthesis was placed in the desired position. Following the removal of the delivery catheter (within 1-3 minute), no flow through the device could be observed. A pta was performed through the endoprosthesis; however, no flow could be observed through the device. The physician felt the device might have thrombosed. The patient was sent to the or where an unknown surgical procedure was performed. The patient was fine post surgery.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.